Manufacturer narrative:
Additional information was received on 5/24/2019. The device was explanted and replaced with 375cc mentor memorygel breast implants on (B)(6) 2019. The mentor failure analysis lab received the device for evaluation on 5/24/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Is other serious-uncheck, is required intervention-check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/26/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the implant. During evaluation of the sample it some creases on the anterior and posterior view were noted. Leak testing was performed and it revealed a two tears on the posterior view. Tear a measured approximately 0.1 cm. Tear b was noted within crease on the posterior view, and measured less than 0.1 cm. Microscopic examination was performed in the tear a and no evidence of instrument damage was observed. No other anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5596084, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 330cc unknown mentor saline prostheses and experienced an unspecified illness post procedure. No details were provided regarding the nature of the illness; however, it was indicated they were thought to be related to the implants. As a result, explant without replacement was performed. See 1645337-2019-10333 for contralateral prosthesis report.